Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer was concerned with all tests results obtained. The expected fasting blood glucose test result range is 137-145mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. Customer spoke with her doctor 2 weeks ago from initial call about her glucose readings and diet. Doctor adjusted her medications to help bring her glucose down. The product is not stored according to specification in the bathroom. During the call a back to back blood test was performed by the customer and produced test results of 243 and 215mg/dl fasting using true metrix air meter (using new strips). The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history. Result1: 181mg/dl date: (B)(6) 2020 time: 11:18am fasting; result2: 189mg/dl date: (B)(6) 2020 time: 11:17am fasting; result3: 195mg/dl date: (B)(6) 2020 time: 11:17am fasting; result4: 207mg/dl date: (B)(6) 2020 time: 11:16am fasting; result5: 220mg/dl date: (B)(6) 2020 time: 11:10am fasting.